Event description:
User received discrepant calcium results for three patient samples. The initial results were outside of the normal range and were considered critical, so the user repeated the samples on another analyzer. All results are in mg per dl. Sample 1 initial result was 10.5, repeat result was 9.0. Sample 2 initial result was 11.5, repeat result was 10.1. Sample 3 initial result was 11.0, repeat result was 9.3. The questionable results were not reported to the floor; therefore, patient treatment was not impacted by these results. The values from the other analyzer were reported.

Manufacturer narrative:
The field service representative determined there was an optical failure. Instrument testing checks were performed and were in accordance with specifications. On a follow up visit, he replaced the abs lamp. Calibration and qc were performed on all tests to verify performance of the analyzer.